Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. The date of the event is an approximation. The patient reported experiencing a skin reaction characterized by itching, rash, redness, inflammation/swelling, and moisture extending beyond the patch perimeter on an unspecified day after sensor insertion. Multiple photographs provided within the complaint record were reviewed. The images showed two small sutured wound sites. Mild localized erythema was observed surrounding the upper wound, extending a short distance beyond the sutures, with slight swelling or raised skin visible around the upper incision. The lower sutured site demonstrated minimal surrounding redness. The reported reaction was confirmed and is consistent with localized skin responses previously observed and assessed in association with device use. The findings fall within the expected range of known reactions that may occur at or around the device application site. There was no documentation of scarring or systemic involvement. Follow-up was attempted to determine whether the skin reaction developed specifically at the sensor insertion site. However, the patient did not confirm that the rash was localized to the insertion area. Instead, the patient reported that the rash involved the entire back and extended to the arms and neck. The patient stated that she had consulted her physician regarding the rash and was prescribed a topical cream for atopic dermatitis. A follow-up appointment with a dermatologist was scheduled for (B)(6) 2026 for further evaluation. Attempts to obtain additional information from the patient were unsuccessful. At the time of reporting, there was no reported change in the patient's condition. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).